Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause could not be determined. One 22ga x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed some biological residue on the sample. The safety mechanism was not engaged and the clamp was not present. A functional test of flushing the infusion set with water using a 12 ml syringe was performed. A leak was observed in the tubing just distal to the luer hub. Microscopic inspection of the fracture surfaces exhibited striated patterns and radiating tear marks. The investigation findings are indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed.. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when checking for backflow, blood was found to be leaking. This was discovered when the patient's clothing was dirty, but it has not been possible to identify the specific area from which the blood was leaking.